Event description:
Customer stated the wall charger that came with her contour next link kit was emitting smoke when it was plugged into the wall. The charger is not expected to be returned. A new device was sent to the customer.